Event description:
It was reported that the battery depleted prematurely. It was further noted that the implantable neurostimulator (ins) was implanted on (B)(6) 2013 and was depleted at the time of the report. It was noted that the ins would be replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins serial # (B)(4) found no significant anomaly. The battery was found to be at normal end of life. Telemetry and output were found to be okay. Product analysis summary: the device passed the final functional test and the results of the non-standard impedance test show no shorts in all electrode pairs; the group impedance was out of range (low) for program a1. Using the palm longevity calculator the expected life based on the parameter information (a group) in the initial review and the impedance measurements from the non-standard impedance test was 3 months. The lowest setting for impedance on the palm calculator is 100 ohms; setting both channels to 100 ohms brought the estimate to 2 months. Computer estimate does not reflect upper limit amplitude value of 10.5 volts.

Manufacturer narrative:
Correction to manufacturing site. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.